Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, after attempting to insert the sensor wire, it was noticed that it had detached and was located in the skin. The attempted sensor insertion was at the abdomen. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was not returned for evaluation. Based on images supplied seal is detached from seal carrier/wearable. Sensor is located in the seal. The seal can be confirmed detached, however, the sensor is still located in the seal.the seal detaching with the sensor inside could be due to a user error, manufacturing error, or a combination of the two. However, only one photo from the patient was provided so an exact root cause cannot be determined. The reported event is not confirmed.